Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported intraoperative findings of metallosis and loosening are consistent with findings associated with metal debris. However, without the lab/pathology reports, supporting imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. Additionally, the patient¿s history of avn and post-operative fall cannot be excluded as a contributing factor to the reported loosening. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: patient identifier, brand name, concomitant medical products ,device manufacture date.

Event description:
It was reported that left hip revision surgery was performed.